Manufacturer narrative:
Initially it was reported the manufacturer received information alleging a patient expired while using a ventilator. The ventilator was returned to the manufacturer for evaluation. The manufacturer was not able to duplicate any failures of the ventilator. When the device was tested to production parameters the device was slightly out of tolerance. This was indicative of contamination. When opening the device, the odor inside is consistent of tobacco and nicotine. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(6) 2018, a patient circuit disconnect condition occurred at 07:02:58 local time. The patient circuit disconnect alarm sounded for 843 seconds (approximately 14 minutes) until the device was manually powered off at 07:17:01 local time. The ventilator was not powered on again until 12:53:23 local time on (B)(6) 2018. The manufacturer concludes the ventilator did not cause or contribute to the reported event. The ventilator alarmed as designed to alert the caregiver of the patient circuit disconnect condition.

Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.